Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent high thresholds and there was a lead warning for the rv lead having a high threshold. During an office check the manual threshold testing for the rv lead was at 0.5 volts at 1 millisecond and 0.75 volts at 0.4 milliseconds. The in-office ventricular capture management (vcm) was attempted to be run be it was indicated the test could not completed because a high threshold was observed. The vcm was suggested to be reprogrammed to monitor only and the rv lead remains in use. No patient complications have been reported as a result of this event.